Event description:
It was reported that during a cystectomy procedure, there were malformed clips. Second clip applier (second batch number) delivering malformed clips during the same procedure. The surgeon tried with another similar device with success. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4) (B)(4). Information anticipated, but unavailable at this time.